Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
An investigation regarding shaft separation of the catheter was conducted. Reviews of the documentation, including the complaint history, device history record, quality control procedures, specifications, and instructions for use (IFU), as well as visual inspection of the returned product, were conducted during the investigation. All final conclusions for this investigation have remained unchanged from the previous report, as a component failure without any design or manufacturing issue is believed to have contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d9 (date device returned to manufacturer). Correction: h6 (annex a, annex g). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned for investigation on 01jul2024. The suture string was separated from the catheter, and the catheter shaft was noted to be separated just below the catheter hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1-postal code: (B)(6), phone: (B)(6), email: (B)(6). G4-PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a suture thread from a ultrathane mac-loc locking loop multipurpose drainage catheter remained in the patient after the drainage catheter was removed. A ultrathane mac-loc locking loop multipurpose drainage catheter was being removed from a patient. The end of the drainage catheter was unlocked according to instructions. The drainage catheter was not cut for removal. It is unknown if the pigtail shape of the catheter retained its shape after unlocking as that portion was still inside the patient when it was unlocked. Initially, the removal was not difficult. However, halfway through the removal procedure, the nurse felt a "tug." The patient expressed discomfort and the nurse stopped the removal immediately. The patient was comforted and the nurse explained that resistance was encountered. The patient and nurse agreed that the removal would be attempted another time. During this second attempt, the catheter was removed from the patient, but the black suture was retained in deep tissue. The drainage catheter retained it's pigtail shape after it was removed from the patient. The patient required an additional surgery to remove the suture thread. It was reported by the facility that the "suture material was deeply placed and had passed through the inguinal ligament, which was dissected in part to excise the suture intact¿. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: d4-model#, h6: annex a and annex g. Cook was notified that a suture thread from a ultrathane mac-loc locking loop multipurpose drainage catheter remained in the patient after the drainage catheter was removed. A ultrathane mac-loc locking loop multipurpose drainage catheter was being removed from a patient. The end of the drainage catheter was unlocked according to instructions. The drainage catheter was not cut for removal. It is unknown if the pigtail shape of the catheter retained its shape after unlocking as that portion was still inside the patient when it was unlocked. Initially, the removal was not difficult. However, halfway through the removal procedure, the nurse felt a "tug." The patient expressed discomfort and the nurse stopped the removal immediately. The patient was comforted, and the nurse explained that resistance was encountered. The patient and nurse agreed that the removal would be attempted another time. During this second attempt, the catheter was removed from the patient, but the black suture was retained in deep tissue. The drainage catheter retained it's pigtail shape after it was removed from the patient. The patient required an additional surgery to remove the suture thread. It was reported by the facility that the "suture material was deeply placed and had passed through the inguinal ligament, which was dissected in part to excise the suture intact¿. No other adverse effects were reported for this incident. The suture string was separated from the catheter, and the catheter shaft was noted to be separated just below the catheter hub. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions, specifications, and instructions for use, as well as visual inspection of the returned product, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in a used and damaged condition. The investigation confirmed suture breakage. Additionally, the device was received in a condition where the catheter shaft separated near the mac-loc adaptor. A section of the catheter remained within the cap and mac-loc adaptor. The black monofilament suture line was confirmed to be anchored between the cap and mac-lot adaptor. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are adequate inspection steps currently in place to address this failure. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use [t_multi2_rev1] is supplied with this lot, stating the following: precautions: -when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. -a tfe-coated wire guide must be used with ultrathane catheters. Instructions for use: unlocking catheter loop: for mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig. 4). How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.